Manufacturer narrative:
The insulin pump was received with broken battery tube treads. The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. Unable to perform the prime test due to the loose drive support disk. The insulin pump passed the displacement test, operating currents, self test and off no power test. No unexpected low battery alarm was noted.

Event description:
The customer's mother reported a crack on the insulin pump casing, near the battery compartment. The mother also reported low battery life and an alarm during priming. Advised the mother that the insulin pump would be replaced. Nothing further was reported.